Event description:
It was reported that the patient presented with pain, discomfort, and infection around the implant at tooth location #13. The implant was removed. Symptoms as a result of the event: pain and inflammation.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.